Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is alarming failed battery before and after a battery change. The customer's blood glucose reading was unknown at the time of the incident. Troubleshooting found that the failed battery alarm could not be cleared. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.